Event description:
It was reported that the atrial lead showed undersensing. Sensitivity was adjusted, but the undersensing continued. The lead remains in use. It was also reported that the device did not perform a mode switch until the patient's intrinsic rate came through. The device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.